Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5.2 was off bus and failed to recover. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in drawer 5.2 were off bus. The field service engineer checked the back panel and observed that the data light was blinking. The system was turned off, and all cables were reseated at the back panel. After the machine was turned back on, all lights functioned as expected. The engineer then assisted the customer in successfully recovering and opening drawer 5.2 without any further issues. The system functioned as intended after the field service engineer repaired the device.